Manufacturer narrative:
Corrected data: catalog number unknown at this time. Device description reported as unknown secur fit femoral stem. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that the stem was revised due to loosening causing the leg to shorten by 1.5 inches.

Event description:
It was reported that the stem was revised due to loosening causing the leg to shorten by 1.5 inches.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown hip. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device is not returned to manufacturer.